Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and menorrhagia (seriousness criteria medically significant and intervention required) and was found to have uterine leiomyoma ("uterine leiomyoma"). The patient was treated with surgery (yes, novasure ablation on (B)(6) 2014 and essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysfunctional uterine bleeding, uterine leiomyoma and menorrhagia outcome was unknown. The reporter considered dysfunctional uterine bleeding, menorrhagia, pelvic pain and uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: a) submitted as uterus, cervix, bilateral tubes and ovaries and essure: uterus (85.9 g) with inactive endometrium, 2.2cm subserosal leiomyoma and unremarkable cervix. Fallopian tubes, bilateral, each with intact essure device. Ovaries, bilateral, each with no diagnostic abnormality. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: chronic pelvic pain, dysfunctional uterine bleeding, uterine leiomyoma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: medical record received: previously reported event ¿medical device removal¿ replace with new event. New events added: chronic pelvic pain, dysfunctional uterine bleeding, uterine leiomyoma, menorrhagia and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.